Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-06326 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure for the banding of esophageal varices on (B)(6) 2013. According to the complainant, during the procedure, the internal wire snapped, and no bands were able to be released. No visible damage was noted prior to the procedure. A second speedband superview super 7 device was used, and two bands may have broken and misfired. The procedure was able to be completed with the second device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.